Event description:
The customer contacted physio-control to report that their device had arcing in the therapy connector during discharging onto a simulator. During initial evaluation of the device, it was observed that the device would disarm when charging defibrillation energy. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced biphasic pcba assembly at the product analysis center (pac) and the cause of the reported issue was determined to be due to electrical overstress to h-bridge diode and shorted protection diodes.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing biphasic board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had arcing in the therapy connector during discharging onto a simulator. During initial evaluation of the device, it was observed that the device would disarm when charging defibrillation energy. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.